Event description:
The patient mentioned that seven days ago they woke up and tested their blood glucose at 8:30 in the morning and took insulin based on the reading. The patient does not recall the reading or how much humalog they took that morning. The patient ate a bowl of fruit for breakfast. At 11:30 am, the patient felt funny and passed out. Someone at their home was doing work and immediately contacted their family member and contacted the paramedics. While waiting for the paramedic's worker gave the patient some juice. When the paramedic's arrived the paramedic's tested the patient on the patient's meter and received 188 mg/dl. Paramedic's then tested the patient on their meter and received a 28 mg/dl. The patient was treated with IV, and not taken to the hospital. Customer service found out that the meter was miscoded. Having the meter miscoded can lead to false blood glucose readings. The patient mentioned that the technique used for applying blood on test strip was correct. Based on the information provided, this case is being reported as an adverse event due to use error.